Manufacturer narrative:
The reported events of insulation damage and difficulty to advance the guidewire were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the lead body insulation was damaged at the distal region consistent with procedural damage. X-ray inspection of the lead found the inner coil was damaged at the distal region consistent with procedural damage. Unable to perform the guidewire insertion test due to a damaged inner coil, as received. The cause of the reported events of insulation damage and difficulty to advance the guidewire was due to a damaged lead body insulation and inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had a difficulty to advance in the left ventricular (lv) lead and after multiple attempts, the guidewire went through the lv lead in which resulted in an insulation damage. The lv lead was removed and replaced. The patient was in stable condition.